Event description:
Caller alleging receiving discrepant inratio value. On (B)(6) 2014: inratio 1.8. Physician's office lab inratio 3.8. Time between testing: 30 minutes. Patient's therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.